Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old patient who underwent a breast reconstruction procedure with mentor cpx 4 breast tissue expander with suture tabs 450cc devices developed seroma in the left pocket. The seroma was discovered after bilateral explantation surgery on (B)(6) 2018. The seroma fluid was sent for histopathology. In addition, it was reported that there were multiple papilliform/verrucous type growths on the chest wall and some on the inside of the pocket. This was evident in both pockets but more prolific in the left pocket. These were removed and sent for histopathology. The growths were removed and submitted for histopathology. Both left and right devices were discarded after the explantation surgery. This medwatch report is for the left tissue expander device.